Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4) apply to both catheters. (B)(4) apply to both catheters. (B)(4) applies to both catheters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative regarding a patient receiving hydromorphone with an unknown dose and concentration and bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on and unknown date a catheter event was reported and had been confirmed. Manufacturer representative (rep) reported the catheter was fractured and they are in the middle of a distal revision case. 8598a kit was reviewed and used. Rep did not have any further details related to the catheter fracture. No symptoms were reported. It was noted they were unable to obtain drug details as the pump could not be interrogated at the time of the case. It was later reported the healthcare professional (hcp) was the initial reporter. It was noted the patient reported symptoms indicating that the pump was not functioning properly. The hcp discovered via imaging or dye study that the catheter was fractured. The surgery was planned and scheduled, and rep was not notified until the surgery was in progress. It was noted patient was not getting the desired relief and after further examination, it was discovered that the catheter was fractured. Rep did not know the diagnostics that hcp performed. Patient experienced under dosing symptoms. It was noted during the procedure the hcp tried to remove the fractured portion of the catheter, but was unable to remove it. A portion was left inside the patient's body. A new distal catheter was implanted and attached to the pump section. The cause of the fractured catheter and distal revision was unknown. It was noted the distal revision and the fractured catheter were resolved and the catheter will not be returned.